Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left fallopian tube with pieces of essure device') and fallopian tube perforation ('perforation (fallopian tube)') in a 35-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2014, gestational hypertension, anemia, uterine fibroid, multiparous and pelvic pain. Previously administered products included for contraceptive: iud from 2010 to 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain abdomen mostly in right side/abdominal pain") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), rash ("rash") and pruritus ("itching"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood altered ("psychological or psychiatric problems condition: mood changes"), dysgeusia ("metal taste"), pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with analgesics and surgery (bilateral laparoscopic salpingectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, mood altered, depression, allergy to metals, rash and pruritus outcome was unknown and the female sexual dysfunction, migraine, dysmenorrhoea, alopecia, dyspareunia, fatigue, weight increased, abdominal pain, dysgeusia, pelvic pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2014: the essure device was introduced into the scope. It was, then inserted into the left ostia, the black band was seen, the device deployed then ·the gold band was identified and the final steps were taken 6coils were seen. The-same procedure was performed the contro- lateral side, micro insert was seen on right ostia. Pathology test - on (B)(6) 2015: pre-op diagnosis- chronic pelvic pain operative procedure- bilateral laparoscopic salpingectomy, removal essure device surgical pathology report- pre-op and post- op diagnosis: chronic pelvic pain, bilateral laparoscopic salpingectomy specimen(s) submitted: j. Fallopian tube hx/ resection · right 2. Fallopian tube hx/ resection ¿ left diagnosis: right fallopian tube with pieces of essure device- -segment of fallopian tube, complete cross section of. No inflammatory changes noted. -hardware (gross examination only). Left fallopian tube with pieces of essure device- - segment of fallopian tube, complete cross section of. No inflammatory changes noted. - hardware (gross examination only). Concerning injuries reported in this case the following one/ones were described in patient medical records: device breakage batch no c06466, production date 2013-12-16, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: pelvic pain and headaches. Outcome for events dyspareunia, apareunia, dysmenorrhea, pelvic pain, abdominal pain, fatigue, hair loss, migraine, headaches, weight gain were resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left fallopian tube with pieces of essure device') and fallopian tube perforation ('perforation (fallopian tube)') in a 35-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6)2014, gestational hypertension, anemia, uterine fibroid, multiparous and pelvic pain. Previously administered products included for contraceptive: iud from 2010 to 2012. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain abdomen mostley in right side") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"), rash ("rash") and pruritus ("itching"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood altered ("psychological or psychiatric problems condition: mood changes") and dysgeusia ("metal taste"). The patient was treated with analgesics and surgery (bilateral laparoscopic salpingectomy, and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mood altered, migraine, dysmenorrhoea, dyspareunia, depression, allergy to metals, rash and pruritus outcome was unknown and the alopecia, fatigue, weight increased, abdominal pain and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, mood altered, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2015: total bilateral occlusion. Hysteroscopy - on (B)(6)2014: the essure device was introduced into the scope. It was, then inserted into the left ostia, the black band was seen, the device deployed then ·the gold band was identified and the final steps were taken 6 coils were seen. The-same procedure was performed the contro- lateral side, micro insert was seen on right ostia. Pathology test - on (B)(6)2015: pre-op diagnosis- chronic pelvic pain operative procedure- bilateral laparoscopic salpingectomy, removal essure device surgical pathology report- pre-op and post- op diagnosis: chronic pelvic pain, bilateral laparoscopic salpingectomy specimen(s) submitted: j. Fallopian tube hx/ resection · right 2. Fallopian tube hx/ resection ¿ left diagnosis: right fallopian tube with pieces of essure device- segment of fallopian tube, complete cross section of. No inflammatory changes noted. Hardware (gross examination only). Left fallopian tube with pieces of essure device- segment of fallopian tube, complete cross section of. No inflammatory changes noted. Hardware (gross examination only).. Concerning injuries reported in this case the following one/ones were described in patient medical records: device breakage batch no c06466 production date 2013-12-16 expiration date 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left fallopian tube with pieces of essure device') and fallopian tube perforation ('perforation (fallopian tube)') in a 35-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2014, gestational hypertension, anemia, uterine fibroid, multiparous and pelvic pain. Previously administered products included for contraceptive: iud from 2010 to 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain abdomen mostley in right side/abdominal pain") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), rash ("rash") and pruritus ("itching"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood altered ("psychological or psychiatric problems condition: mood changes"), dysgeusia ("metal taste"), pelvic pain ("pelvic pain"), headache ("headaches"), anosmia ("loss of smell") and ageusia ("loss of taste"). The patient was treated with analgesics and surgery (bilateral laparoscopic salpingectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, mood altered, depression, allergy to metals, rash, pruritus, anosmia and ageusia outcome was unknown and the female sexual dysfunction, migraine, dysmenorrhoea, alopecia, dyspareunia, fatigue, weight increased, abdominal pain, dysgeusia, pelvic pain and headache had resolved. The reporter considered abdominal pain, ageusia, allergy to metals, alopecia, anosmia, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2014: the essure device was introduced into the scope. It was, then inserted into the left ostia, the black band was seen, the device deployed then ·the gold band was identified and the final steps were taken 6coils were seen. The-same procedure was performed the contro- lateral side, micro insert was seen on right ostia. Pathology test - on (B)(6) 2015: pre-op diagnosis- chronic pelvic pain operative procedure- bilateral laparoscopic salpingectomy, removal essure device surgical pathology report- pre-op and post- op diagnosis: chronic pelvic pain, bilateral laparoscopic salpingectomy specimen(s) submitted: j. Fallopian tube hx/ resection · right fallopian tube hx/ resection ¿ left diagnosis: right fallopian tube with pieces of essure device segment of fallopian tube, complete cross section of. No inflammatory changes noted. Hardware (gross examination only). Left fallopian tube with pieces of essure device segment of fallopian tube, complete cross section of. No inflammatory changes noted. Hardware (gross examination only). Concerning injuries reported in this case the following one/ones were described in patient medical records: device breakage batch no c06466 production date 2013-12-16, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Event:loss of taste and loss of smell were added. Fu 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left fallopian tube with pieces of essure device') and fallopian tube perforation ('perforation (fallopian tube') in a (B)(6)-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014, gestational hypertension, anemia, uterine fibroid, multiparous and pelvic pain. Previously administered products included for contraceptive: iud from 2010 to 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("pain abdomen mostly in right side") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse") and fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), rash ("rash") and pruritus ("itching"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood altered ("psychological or psychiatric problems condition: mood changes") and dysgeusia ("metal taste"). The patient was treated with analgesics and surgery (bilateral laparoscopic salpingectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mood altered, migraine, dysmenorrhoea, dyspareunia, depression, allergy to metals, rash and pruritus outcome was unknown and the alopecia, fatigue, weight increased, abdominal pain and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, mood altered, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2014: the essure device was introduced into the scope. It was, then inserted into the left ostia, the black band was seen, the device deployed then ·the gold band was identified and the final steps were taken 6coils were seen. The-same procedure was performed the contro- lateral side, micro insert was seen on right ostia. Pathology test - on (B)(6) 2015: pre-op diagnosis- chronic pelvic pain operative procedure- bilateral laparoscopic salpingectomy, removal essure device surgical pathology report- pre-op and post- op diagnosis: chronic pelvic pain, bilateral laparoscopic salpingectomy specimen(s) submitted: j. Fallopian tube hx/ resection · right 2. Fallopian tube hx/ resection ¿ left diagnosis: right fallopian tube with pieces of essure device- segment of fallopian tube, complete cross section of. No inflammatory changes noted. Hardware (gross examination only). Left fallopian tube with pieces of essure device- segment of fallopian tube, complete cross section of. No inflammatory changes noted. Hardware (gross examination only). Concerning injuries reported in this case the following one/ones were described in patient medical records: device breakage further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received: case upgraded from other event to incident. Event injury was replaced with dysmenorrhea (cramping, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: mood changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dyspareunia (painful sexual intercourse) , pain, perforation (fallopian tube , fatigue, weight gain, hair loss, depression, allergy metal, rash, itching, left fallopian tube with pieces of essure device added. Medical history, lot number, treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.